Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that due to weight gain, the patient was no longer able to charge their ipg. As a result, the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2017 to have the ipg replaced. Therapy has been restored